Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) was unable to pair with the ilet for an extended period, resulting in intermittent communication failure; troubleshooting and education were completed, and the sensor signal was subsequently restored. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure, with relevance to the device¿s electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.